Manufacturer narrative:
Patient specifics are unknown. Date of event is unknown. Initial reporter health professional is unknown. Initial reporter occupation is unknown. Device has not been returned; therefore, 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked blood while in use. Location of leak was not identified. No patient or staff injury was alleged. Infusion was discontinued and tubing was replaced.